Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The product was discarded by the hospital and therefore will not be returned. Because the part and lot numbers are unknown, the device history records could not be pulled and reviewed. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
When the surgeon reported the event 0001032347-2017-00669, he stated "unfortunately, this is not the first time I¿ve had a screw fracture during insertion ¿ it¿s happened to me about 3 separate times in the last 3 months." No additional details were provided for these additional cases.